Manufacturer narrative:
The 6/7f mynx control vessel closure unit was prepared and used in accordance with IFU instructions, but the balloon burst during prep. It was exchanged with another mynx control device with hemostasis achieved and the patient recovered. There was no reported patient injury. The mynx vcd was used in a transfemoral carotid angioplasty (tfca). The femoral artery¿s suitability was verified on angiography, including the insertion angle (30~45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at the puncture site. The target femoral site was not previously closed with any closure less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use mynx control. There were no visible signs of device/package damage prior to use. The physician achieved certification on the use of mynx and has used the device several times prior to this procedure. The procedure used a retrograde approach. The product was returned for analysis. A non-sterile mynx control vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Per visual analysis, both buttons 1 and 2 were not depressed with the stopcock open. The syringe was not connected to the device. It was reported that ¿the balloon burst during prep.¿ however, the balloon and sealant of the returned device were observed exposed to blood, which indicated that the device may have been used in the patient during the procedure. The procedure sheath was not returned with the device. Per functional analysis, inflation/deflation testing was performed, and the results revealed a leak in the balloon of the returned device. Per microscopic analysis, a longitudinal tear in the balloon of the returned device, approximately 1.5 mm from the balloon neck was revealed. A product history review of lot f2119403 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure¿ was confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. Based on the available information, it is impossible to determine what factors may have contributed to the reported event. Vessel characteristics may have contributed to the reported event. According to the instructions for use (IFU) which is not intended as a mitigation of risk, users are instructed not to use the device if the balloon does not maintain pressure. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time.

Event description:
The 6/7f mynx control vessel closure unit was prepared and used in accordance with IFU instructions, but the balloon burst during prep. It was exchanged with another mynx control device with hemostasis achieved and the patient recovered. There was no reported patient injury. The mynx vcd was used in a transfemoral carotid angioplasty (tfca). The femoral artery¿s suitability was verified on angiography, including the insertion angle (30~45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at the puncture site. The target femoral site was not previously closed with any closure less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use mynx control. There were no visible signs of device/package damage prior to use. The physician achieved certification on the use of mynx and has used the device several times prior to this procedure. The procedure used a retrograde approach. The device will be returned for analysis. Additional patient and procedural details were requested but were not available.

Manufacturer narrative:
The device was returned but the engineering report is pending. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt.